Event description:
The customer contact reported the device did not sound an audible alarm during an alarm condition while on the low volume setting. The pump was returned to the biomedical engineering department with a note that stated, "sound does not work on low." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.